Event description:
A nurse reported that a peritoneal dialysis (pd) patient was diagnosed with an inactive inguinal hernia during a peritoneal dialysis clinic visit in (B)(6) 2014. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6)2015, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues. The patient was asymptomatic and not worsening with peritoneal dialysis therapy.

Manufacturer narrative:
The post market surveillance department has requested medical records. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
Medical records have been requested but not received. The complaint device is unavailable for investigation as the serial number is unknown. Add device history records (DHR) are reviewed and released only when they meet all requirements.